Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the emergency room, the left ventricular lead exhibited impedance anomaly due to lead dislodgement as a result of twiddlers syndrome. The leads were explanted and replaced successfully. The patient was recovering.